Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the battery compartment was found to be cracked, the display was found to be dim and discolored and there was moisture within the pump. A battery compartment leak was noted. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum, cracked battery compartment and moisture within the pump. This report is made based on results of investigation completed on 13-nov-2017.